Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device via an 8f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar). Reportedly, a suture break occurred. A second proglide device was pre-placed. The evar was completed and poor distal signal at case completion was noted which led to a surgical cutdown. Reportedly, the foot plate on the device broke leaving a piece of plastic in the patient's femoral artery. Unable to be certain if the broken foot came from the first or second proglide device. The broken piece of the foot was removed from the patient anatomy. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure due to the surgical incision. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.